Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt had not used their device for a while because about a year and a half ago to two years ago it hurt more to use it then to not use it. At the same time the ins started moving out under their skin so they had a revision to put the ins deeper but now it was coming out of their skin again. Pt was going to ask their doctor to take it out. The pt now could not get their ins to recharge for they got a screen that said device could not be found and it could not find the device. Pt was needing a MRI and needed it recharged. During call pt attempted to recharge the ins and they got no device found, pt went through passive recharge mode and they got recharging excellent. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.